Event description:
It was reported that during a da vinci-assisted gastrostomy surgical procedure, the harmonic ace instrument tip was broken. The procedure was completed with a backup instrument of same kind. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no damage observed. During the procedure, the instrument tip completely broke off and fell inside the patient's cavity while removing the omentum. The fragment was retrieved during same procedure and confirmed with visual inspection. Post-operative tests were not performed. The surgeon did not notice any issues with the functionality of the instrument. No collision occurred. Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have the curved blade broken at the distal end. The blade broke at roughly 0.25¿ from the base. Broken piece was returned with the instrument.